Manufacturer narrative:
One tacticath contact force ablation catheter, sensor enabled bid curve d-f was returned for investigation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Optical fibers 1-3 met specifications for optical properties. A simulated ablation test was conducted, and noise was present on the distal bipole during ablation. No impedance issues or other anomalies were noted during the simulated ablation test. The cause of the pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2019-00601, 2182269-2019-00194. During an atrial fibrillation procedure, a pericardial effusion occurred. When isolating the pulmonary veins, the impedance readings were high around 160 ohms. A second grounding pad was placed on the patient and the impedance decreased to 95 - 110 ohms. 15 ablations were carried out near the antrum of left superior pulmonary vein, posterior wall and roof when an impedance limit cutoff error message was observed and noise was observed on the distal electrode on the mapping and recording systems. The catheter was replaced. While prepping the second catheter, the patient became hypotensive. Intracardiac ultrasound revealed a small pericardial effusion. The patient stabilized and no intervention was needed for the effusion. The procedure was discontinued.